Event description:
According to the reporter, when the device was being applied on the colon during an open colon resection procedure, the device did not fire on the second reload. The black pusher thumb could not be moved. The device was opened and removed. No patient injury has been noted.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the instrument noted the center bar had retracted in the retainer. No loading unit was received. Functional evaluation could not be performed due to the center bar in the retainer. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Replication of the center bar retraction condition may occur if the loading units are unloaded improperly. After firing, if the firing knob is not fully retracted, difficulty in removal of the loading unit may be experienced and the center bar may fall back into the firing knob retainer. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.